Manufacturer narrative:
Initial reporter is synthes sales representative. Stardrive screwdriver shaft t8 105mm (part.no: 314.467, lot.no: h606509) was received at cq. Upon visual inspection, it was found that the distal tip of the stardrive got twisted. The remaining portions of the device shows minimal wear which would not impact the reported complaint condition. Thus, the reported complaint condition. No design issues or discrepancies were found during this investigation. Dimensional inspection cannot be performed due to post manufacturing damage. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection, document specification review was performed. It is found that the tip of the star drive was twisted. Thus, the complaint is confirmed. Even though the definitive root cause cannot be determined, it is highly possible that the device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 314.467, synthes lot # h606509, supplier lot # na, release to warehouse date: 14 sep 2018, manufactured by synthes monument. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a routine incoming inspection, it was observed that the stardrive screwdriver shaft was bent. There was no patient involvement. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).